Event description:
New information received states that further episodes of post-paced t-wave oversensing were observed via merlin.net transmission. The patient was asymptomatic. Further programming changes were recommended.

Event description:
It was reported that non-sustained lead noise episodes due to post paced t-wave oversensing were observed via a merlin.net transmission for an asymptomatic patient. Device was reprogrammed successfully. Patient remained asymptomatic.

Event description:
New information received states that non sustained rv oversensing was observed after the device had been reprogrammed due to previous oversensing. Further reprogramming was recommended.